Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip becoming caught in the chords causing injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that visualization was difficult throughout the procedure due to shadowing and patient anatomy. One xtw clip (20502r194) was successfully implanted and to further reduce the mr a second clip was prepped for implant. During device preparation of an xt clip (20524r154) it was noted that when tightening the black fastener on the delivery catheter (dc) handle, the handle would rotate. The fastener failed to immobilize the handle. The clip did not enter the patient's body and was exchanged. A new xt clip (20721r1027) was prepped and advanced to the patient's valve. However, it became caught in the chords. Using standard troubleshooting, the clip was inverted and retracted back into the left atrium. Subsequently, there was chordal damage, a suspected perforation and the mr worsened again. The clip was removed from the patient and exchanged. A ntw clip (20526r177) was advanced to the patient's valve. The physician was unable to grasp the leaflets in the targeted area. The clip was re-positioned and the leaflets were able to be grasped; however, the mr reduction was inadequate. The clip was removed without reported complication and the procedure ended. The mr remained at a grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor image resolution was associated with difficult imaging. The cause of the reported perforation associated with the possible perforation while retracting into the left atrium could not be determined. The reported unchanged mitral regurgitation appears to be due to the chordae rupture. The reported unspecified tissue injury associated with the chordae rupture was due to the difficulty in removing the clip from chordae. The reported difficult to remove was due to procedural circumstances during clip positioning (clip interacting with patient pathology/ morphology). The reported patient effects of tissue injury, mitral regurgitation, and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9: device is not returning.